Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow up, micro-lead dislodgement was observed. A drop in sensing was also noted. Chest x-ray confirmed that the lead had not fully dislodged. Further testing was recommended. The patient will continue to be monitored.